Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related MFR reports: 1627487-2021-15511 and 1627487-2021-15513. It was reported the patient experienced ineffective stimulation therapy from the drg system. X-ray images showed the leads were not in the epidural space. Consequently, surgical intervention was taken and all of the patient's system leads were replaced and the issue addressed.